Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro cone end of the dissection tip came off and fell into the patient's leg. The piece was retrieved through the original incision. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the dissection tip was returned without the cone end. There was no evidence of blood on the product. Based on these visual observations, the reported failure was confirmed. A lot history record review was completed and there was no nonconformance that could have attributed to the reported failure mode. (B) (4).